Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788, serial/lot #: (B)(6), product ID: 9735798, serial/lot #: (B)(6). H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The rep found an error light emitting diode (led) glowing on the power over ethernet (poe) injector. The uninterruptable power supply (ups) was shut down and an error was visible on the screen. The ups and poe injector were replaced and the system performed as intended. Codes: b01, c07, d02. H2-3) the field representative (rep) performed functional testing and visual/physical examination on the power over ethernet injector which had an error led glowing and had electrical failure. Codes: b01, c02, d02. H2-3) the rep performed functional testing of the ups and found that it was malfunctioning with electrical failure. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during pre-check of system, localizer not connected error was displayed on the screen. There was no patient involvement.